Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent damage with struts at the edge distorted, stretched and lifted from the stent profile. The stent moved approximately 3mm in a distal direction over the distal markerband. The crimped stent od on the undamaged side was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination found one outer extrusion and inner lumen kink at 3.5cm distal of the port site. The midshaft section and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00x16mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a 145 guidezilla¿ guide extension catheter was inserted for additional support. The 4.00x16mm promus premier¿ stent was then reinserted but was hung up at the collar of the guidezilla¿ and would not advance. The promus premier¿ stent and guidezilla¿ were then removed and it was noted that the distal stent struts had lifted when the promus premier¿ stent came into contact with the collar of the guidezilla¿. A new guidezilla¿ was used and another promus premier¿ stent was deployed to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00x16mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a 145 guidezilla guide extension catheter was inserted for additional support. The 4.00x16mm promus premier stent was then reinserted but was hung up at the collar of the guidezilla and would not advance. The promus premier stent and guidezilla were then removed and it was noted that the distal stent struts had lifted when the promus premier stent came into contact with the collar of the guidezilla. A new guidezilla was used and another promus premier stent was deployed to complete the procedure. No patient complications were reported and the patient's status was stable.